Manufacturer narrative:
Citation: reichart d et al. Transcatheter aortic valve replacement in patients with true bicuspid valves type 0. Thorac cardiovasc surg 2017; 65(s 01): s1-s110. Doi: 10.1055/s-0037-1598802. Date of oral presentation used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) in patients with true bicuspid aortic valves type 0. All data were collected from a single center from 2013 and 2016. The study population included 13 patients (predominantly male; mean age 72.8 years), 2 of which were implanted with medtronic corevalve (serial numbers not provided). In one corevalve patient, due to a post-implant severe paravalvular leak (pvl) a second valve had to be implanted. Among all patients, other adverse events included: third degree av-block requiring permanent pacemaker implant (3) and mild pvl (5). Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.